Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 11-mar-2022, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded suspected discrepant ionized calcium results of 1.58 mmol/l on a patient. There was no patient information. Method, date, tested, result; I-stat, (B)(6) 2021, 14:50, 0.96 mmol/l; I-stat, (B)(6) 2021, 15:20, 1.58 mmol/l. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4). Note: filed as correction, 002 due to a previous naming convention error resulting in duplicate filing. The investigation was completed on (B)(6). 2022. A review of the device history record (DHR) confirmed that cartridge lot w21195a passed finished goods release criteria. Cg8+ cartridge lot w21195a expired on 13-mar-2022, prior to the investigation open date of (B)(6). 2022. Previously collected retained test results from cartridge lot w21195a did not meet the acceptance criterion associated with rate of ica results outside total allowable error (ea) found in q04.01.003 rev. Aj, appendix 1- product complaint level 2 and level 3 investigation procedure. All other acceptance criteria as per appendix 1 of q04.01.003 rev. Aj were met. A deficiency was previously identified for cartridge lot w21195a; lot w21195a is included in quality records (qrs) 775835 and 796335 bracketing. No deficiency has been determined for l3 lot 121138 or cv set 21022.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 04-apr-2022. A review of the device history record confirmed the lot passed finished goods release criteria. Retained cartridge testing for the lot met the acceptance criteria found in q04.01.003 rev. Ag, appendix 1- product complaint level 2 and level 3 investigation procedure. No deficiency has been identified.